Event description:
It was reported that on (B)(6) 2024 the zs3 ultrasound power cord caught fire. No patient injury was reported.

Manufacturer narrative:
Mindray confirmed that the customer used a third-party supply and discarded it. Mindray did not validate the power supply to be used with the zs3 ultrasound system. Since the component is unavailable for analysis, no further investigation can be performed. Mindray provided a validated power supply to be installed on the zs3 ultrasound system cart; no further issues were reported.

Manufacturer narrative:
The investigation is ongoing, pending additional information from the customer.

Event description:
It was reported that on (B)(6) 2024 the zs3 ultrasound power cord caught fire. No patient injury was reported.